Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was returned to the manufacturer for evaluation which confirmed the reported 'electrical fault' event. Patient servicing history did not reveal any past servicing or events related to the patient. There were no adverse events reported as result of current event. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and/or the driveline/connector sealing design. Heartware has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware hvad instructions for use: provide instructions on how to properly handle the connector driveline during tunneling, placement of the rubber driveline cover and connection to the controller. Note that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. IFU also advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. Field technical bulletin gr00240 details that care should be taken, both during the implant process and post-implant, to ensure no foreign material enters the connection between the driveline and the controller. If foreign material contaminates this connection, electrical fault alarms may occur on the controller. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4), expiration date: 07/31/2014, manufacturing date: 07/01/2013. (B)(4).

Event description:
It was reported from the united states that the ventricular assist device (vad) controller had electrical fault and high watt alarms beginning on (B)(6) 2014. The site was able to reproduce the alarms. Preliminary analysis of controller log files confirmed the presence of the alarms. A manufacturer's representative assessed the device and confirmed with the hospital staff that the patient could tolerate the vad-off time associated with a driveline connector cleaning procedure. It was stated that the patient's international normalized ratio (inr) was 3.5 and the site opted not to administer any heparin prior to the procedure. The manufacturer's representative performed a driveline connector cleaning procedure per the manufacturer's specification on (B)(6) 2014 to remove contaminants. Two driveline disconnects were performed with total vad-off time for both disconnects lasting less than 2 minutes. Contamination was visible within the driveline and controller connectors. The electrical fault alarms were not able to be reproduced after the procedure. Vad parameters remained stable throughout the procedure and vad sounds "remained smooth." The controller was exchanged during the procedure. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event. It was stated that the patient was discharged from the hospital on (B)(6) 2014.